Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the transmitter lost connection with the pump. No additional patient or event information was provided. Customer declined troubleshooting and indicated that tandem technical support (cts) would be contacted if the issue was not resolved. Customer did not contact cts regarding the reported issue.